Event description:
Pct was giving patient blood sugar check and when going to put the lancet in the sharps container the needle would not retract and stuck pct's finger. Nurse manager put lancet in specimen container and the needle did eventually retract with some movement. It appears there was an issue with the safety mechanism. The pct cleaned the site and did not need care.